Manufacturer narrative:
Date of event : aware date of (B)(6) 2023 used as event date is unknown.

Event description:
It was reported via social media that thrombi and surgical intervention occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). On an unknown date pots index procedure, the patient developed thrombi in the left atrium. The patient underwent open heart surgery in response to the thrombi. No further information on the status of the patient is available.